Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they kept the strength down at 2.14 volts at night and 5.2 volts during the day. The patient did have a new charger on the (B)(6) and doesn¿t really know if the charger is the problem. It took a long time to charge, but it was the rate of discharge that bothered the patient. The patient charged for 6+ hours on the day prior to report. It was full when they turned it down to 2.4 volts at 23:00 on the night prior to report. They turned it up at 9:45 and it was over a third empty. The patient was out seeing their doctor on the saturday before and it was full before she left but when she got home it was almost empty. The patient was getting good pain relief and benefits from the stimulation. The patient was getting full contact when she was charging the implantable neurostimulator (ins). The patient reported that this started occurring after a fall in (B)(6) but when the impedances were okay except for one contact and the stimulation was covering all of her pain areas after reprogramming. A new recharger system was provided in september with no changes.